Event description:
A doctor reported aspiration difficulty during a cataract with iol (intraocular lens) implant procedure. The cassette that had been used had failed to prime twice before it successfully completed priming. The case was able to be completed despite low aspiration. There was no harm to the pt.

Manufacturer narrative:
A sample has been rec'd and eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).